Event description:
User cut her left hand index finger on one of the metal guide tabs while cleaning the transfer base of the analyzer. User states she rec'd medical attention and is doing fine. Specific medical treatment was not specified. A recommendation was made to the user to be more careful and gentle when cleaning the transfer tray.